Manufacturer narrative:
On 09/18/2025, intuitive surgical, inc. (Isi) received mw5174651 stating: intuitive/davinci cadiere forcep cable was frayed; ref # (B)(4): lot# k102411140400.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.